Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain, swelling, and tenderness at the clik anchor site. The patient had taken some ibuprofen medication which brought down the swelling, and had used lidoderm patches with some benefit as well. The patient will undergo revision procedure wherein the physician will revise the anchor surgically.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the clik anchor was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain, swelling, and tenderness at the clik anchor site. The patient had taken some ibuprofen medication which brought down the swelling, and had used lidoderm patches with some benefit as well. The patient will undergo revision procedure wherein the physician will revise the anchor surgically.